Manufacturer narrative:
Section a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted and replaced with the same model iol with +28.50 diopter because the auto-referencing system showed post-operative values +6.25 -0.25 at 99 degrees on (B)(6) 2025. Subjective comparison: +6.25 diopter. Following lens replacement, the patient ended up with a vision correction of -7.5 diopter. The target was emmetropia. The patient's vision has not improved. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 17-apr-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the returned lens under magnification revealed that the lens was received coated in viscoelastic residue. The complaint lens was forwarded to the manufacturing site for evaluation. The results indicated that the correct lens model was received; however, the measured lens diopter was found to be 10.82 (11.0). Manufacturing record review: the manufacturing records were reviewed, revealing no discrepancies or deviations during the manufacturing process. The units were released according to specifications and in compliance with the product intended use. Additionally, a search of complaints related to this po was performed. The search revealed one other complaint has been received for this po; however, the complaint issues reported were unrelated. Conclusion: based on the complaint investigation results, there is an indication of a product deficiency or product malfunction. A non-conformance report was initiated to further investigate the complaint issue. Corrective actions will be implemented per the non-conformance report, if applicable. Although a definitive root cause has not been confirmed at this time, johnson & johnson surgical vision, inc. Will continue to monitor these types of events. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.